Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-10822. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2021. During the procedure, the new right ventricular lead exhibited low pacing impedance and r-wave sensing variation. In addition, the helix was not extending properly. The new right ventricular lead was removed and replaced. The patient was stable.